Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there was a lead issue; high impedances, with reference electrode 8, electrodes 0-7 are 40000 and electrodes 11 and 15 are 37590. It was reported there was loss of stimulation. The rep attempted to create programs using the remaining electrodes. Cause not known. Rep reported they saw this patient for reprogramming. He told me that he was no longer able to adjust the intensity of his stimulation, indicating oor. Patient told me this has been going on for about a year. Patient denies any fall or trauma that may have caused the high impedance. Rep created 3 new programs using the remaining electrodes. Patient is going to contact me as needed.